Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the moment the hearing performance with the device is not affected.

Manufacturer narrative:
Addtional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. However, the patient still has five viable active electrode channels and hearing performance is reportedly not affected. Therefore, the concerned device remains implanted and in use and the patient will be monitored.

Event description:
At the latest follow up visit in situ measurements showed 7 channels with high impedance. The parents of the recipient did not report any trauma or accident and at the moment the hearing performance with the device is not affected. Surgery is not considered at the moment.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The parents of the user did not report any trauma or accident. Reportedly, the hearing performance with the device is not affected. Further information received in january 2018, stated that the user has hearing sensation but no discrimination or speech understanding. The user was re-implanted.